Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician successfully completed multiple passes in the target location using the catrx. The catrx was reported to have fractured outside of the patient. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.